Event description:
The customer states that one patient sample generated an axsym toxo igg assay result of 0.7 iu/ml (negative). The sample retested at 21.0 iu/ml. A second sample from this same patient tested at 24.5 iu/ml. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 9k08-20 that has a similar product distributed in the us, list number 3b22-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). There were no return materials available from the customer site for this investigation. A retained sample (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 74459hn00 was tested with axsym toxo igg calibrators, controls and panels used for the determination of sensitivity of this assay. Twenty replicates of the positive control were tested. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The values obtained for the 20 replicates of the positive control were in the range of 16 to 20 iu/ml and the %cv value was 4%. No erratic result was obtained. All values obtained for the sensitivity panels tested were within the manufacturing specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 74459hn00 displayed an unusual performance issues. As part of the investigation a review was conducted of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 74459hn00 and associated sub lots. This review did not identify any problems relating to the customer's observation. The axsym toxo igg 9k08-20 and the abbott axsym system operations manual, volume 2, contain sufficient information to address the customer's issue. Based on the current investigation, it was determined that the axsym toxo igg assay, list number 9k08-20, lot number 74459hn00, is currently meeting its safety, effectiveness and label claims. No product malfunction was identified. This is a final report.